Event description:
It was reported that the patient was experiencing cerebrospinal fluid leakage (csf leak) and had a blood patch. The patient was doing well postoperatively. Physician aborted the case.